Event description:
It was reported that a patient experienced excoriating pain, shock wave and tingling sensation while using a pico device. In addition, it seems that the machine was pulling water out of her leg while under therapy. In order to solve the problem the patient was hospitalized two weeks.

Manufacturer narrative:
We have now concluded our investigation into this complaint. As of today, no sample requested for this complaint has become available. Without further information or a sample we cannot progress our investigation or confirm the details supplied in this complaint. A review of the associated batch manufacturing records was not possible due to no lot number being supplied. Due to a lack of clinical information a medical investigation was not possible. In the absence of additional information, our investigation remains inconclusive. At this time an exact root cause cannot be determined. If additional information becomes available in the future, this case will be reopened. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.